Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing broke from the drip chamber and leaked. The following information was provided by the initial reporter: "tubing is breaking apart; the drip chamber completely broke apart from the tubing. No force was applied - it simply fell off. Customer mentioned that this has happened several times before but they had not made us aware. There was leakage upon separation and no other dates of additional separation are available."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary one sample was received and tested by our quality team. The separation at drip chamber described by customer was immediately noticed and the complaint was verified. The tubing was then analyzed under microscope and there was a lack of solvent detected. The root cause of this failure is due to an improper use of assembly equipment used to apply solvent to tubing before joining with the drip chamber. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing broke from the drip chamber and leaked. The following information was provided by the initial reporter: "tubing is breaking apart. The drip chamber completely broke apart from the tubing. No force was applied - it simply fell off. Customer mentioned that this has happened several times before but they had not made us aware. There was leakage upon separation and no other dates of additional separation are available."